Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a system failure, and gave a primary audible background test alarm. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Additional information: a review of the event history log identified primary audible alarm background (bgnd) test.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated, unable to determine the intermittent of the error. Replaced speaker for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.